Manufacturer narrative:
This supplemental report was created to correct d6a: implant date.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient had pocket erosion three years ago post implant. There were no additional adverse patient effects reported. This pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient had pocket erosion three years ago post implant. There were no additional adverse patient effects reported. This pacemaker was explanted.